Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. There was no reported adverse impact to the customer's blood glucose level. Despite multiple attempts, tandem technical support was unable to obtain any further information.